Event description:
During a pci procedure, the maverick2 monorail balloon catheter was unable to cross the lesion and the shaft fractured. The lesion being treated was a calcified and 99% stenotic lesion in a very tortuous lad. The physician was unable to cross the lesion, however, he elected to inflate the maverick2 monorail balloon twice to 8 atms at the proximal side of the lesion. After inflation, the shaft of the catheter kinked and subsequently fractured. The procedure was completed with a different device. No patient injuries or complications were reported. Patient status listed as "good".